Event description:
The customer reported that the mrx had a red x and failed to power up. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The unit was evaluated at the philips repair bench. The reported issue could not be recreated. Based on the customer's report we will consider this a failure. We cannot determine the cause as it could not be verified.